Event description:
Major pump unit(s) involved: blood pump; device thrombosis. Specific component(s) involved: pump drive unit malfunction.

Event description:
Major pump unit(s) involved: blood pump; device thrombosis.additional text: heartmate ii; thrombus seized pump.specific component(s) involved: pump drive unit malfunction.additional text: thrombus seized pump.other component:causative or contributing factor: patient non-compliance in device maintenance/protection; patient error in system care.other cause:intervention(s): other interventions, specify.other intervention : pump explanted ef >%50.